Event description:
It was further reported that the loss of power was due to the vad team disconnected the drive line on purpose because of controller exchange.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Also, for investigation summary. Product event summary: one (1) controller (B)(6) was not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Review of the log files revealed that (B)(6) was the patient¿s primary controller in use during the reported event. Log file analysis revealed two (2) controller fault alarms logged on (B)(6) 2025 at 02:51:07 and 07:21:23, and multiple event exceptions were logged since (B)(6) 2025, indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for more than two (2) years. Review of the event log file revealed a controller power-up and associated pump start events were logged on (B)(6) on (B)(6) 2025 at 11:24:47, indicating a loss of power to the controller. The power sources logged prior to the event were (B)(6) in power source 1 (ps1) with 56% relative state of charge (rsoc) and (B)(6) in power source 2 (ps2) with 24% rsoc. The power sources logged following the event were (B)(6) in ps1 and (B)(6) in ps2. The controller was without power for 19 second. No anomalies were recorded leading up to the loss of power. Review of the available autologs report for (B)(6) revealed a controller power-up and associated pump start event was logged on(B)(6) 2025 at 11:21:04, indicating a loss of power to the controller. A vad disconnect alarm logged at 11:21:12, indicating the controller was powered on without the driveline connected. The raw log files for this controller were unavailable for analysis, however based on the available information the loss of power and vad disconnect likely occurred during the reported controller exchange. As a result, the reported events were confirmed. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the controller fault alarm may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. The most likely root cause of the loss of power to the controller can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA.investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that during additional review of the log files it was noticed that the controller exhibited loss of power prior to the event.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a controller fault alarm occurred with the pioneer controllers due to internal battery depletion. The patient had a medical history of cardiomyopathy. There were no patient symptoms or complications associated with this event. The issue was resolved with a successful controller exchange.